Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.3020. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device return expected, but not yet received.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.3020. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the moog ail kit. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail assembly(error code 245.3020) and door assembly with keypad. Lvp lifted keypad recall completed. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 05jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 245.3020. There was no patient involvement.